Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that two combiset blood leaks occurred during a patient's treatment. The events involved the same patient and occurred on the same machine. The first leak occurred approximately thirty minutes after the start of hd treatment. There were no alarms from the machine. Blood was observed leaking from the tubing within the blood pump rotor. No physical damage or defects were noted on the tubing prior to starting the treatment. The fa stated the combiset was not inspected after the leak occurred. There were no leaks during the priming phase. The fa stated there were no changes or disruptions in pressure that could have caused or contributed to the leak. The staff returned as much blood as possible. Estimated blood loss (ebl) from the first leak was approximately 100 ml. The patient¿s treatment was then resumed with supplies that had been primed on a different machine. Those supplies (dialyzer and lines) were moved to the machine the patient was using. Shortly after resuming treatment, another blood leak was noticed to be coming from the same location. Again, there were no alarms from the machine. The staff returned as much blood as they could. Ebl from the second leak was an additional 100 ml. This combiset had also been inspected prior to use, and no damage or defects were noted at that time. The staff did not inspect the lines after the second leak occurred, and the combiset was discarded along with the previous setup. The fa stated there were no leaks during priming of the second setup. The patient¿s treatment was not continued as they elected to terminate their treatment for the day. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the events, the machine was removed from service for evaluation. The biomedical technician from the facility inspected the machine and the machine passed all functional checks. Specifically, they checked the blood pump rotor and indicated that there were no abnormalities with it. It was reported that the machine was returned to service. Neither of the combiset samples were available to be returned for evaluation as they were both discarded. This report captures the second blood leak event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The facility administrator (fa) from a hemodialysis (hd) user facility reported that two combiset blood leaks occurred during a patient's treatment. The events involved the same patient and occurred on the same machine. The first leak occurred approximately thirty minutes after the start of hd treatment. There were no alarms from the machine. Blood was observed leaking from the tubing within the blood pump rotor. No physical damage or defects were noted on the tubing prior to starting the treatment. The fa stated the combiset was not inspected after the leak occurred. There were no leaks during the priming phase. The fa stated there were no changes or disruptions in pressure that could have caused or contributed to the leak. The staff returned as much blood as possible. Estimated blood loss (ebl) from the first leak was approximately 100 ml. The patient¿s treatment was then resumed with supplies that had been primed on a different machine. Those supplies (dialyzer and lines) were moved to the machine the patient was using. Shortly after resuming treatment, another blood leak was noticed to be coming from the same location. Again, there were no alarms from the machine. The staff returned as much blood as they could. Ebl from the second leak was an additional 100 ml. This combiset had also been inspected prior to use, and no damage or defects were noted at that time. The staff did not inspect the lines after the second leak occurred, and the combiset was discarded along with the previous setup. The fa stated there were no leaks during priming of the second setup. The patient¿s treatment was not continued as they elected to terminate their treatment for the day. The fa confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the events, the machine was removed from service for evaluation. The biomedical technician from the facility inspected the machine and the machine passed all functional checks. Specifically, they checked the blood pump rotor and indicated that there were no abnormalities with it. It was reported that the machine was returned to service. Neither of the combiset samples were available to be returned for evaluation as they were both discarded. This report captures the second blood leak event.